Event description:
It was reported to philips that the device failed the op check. Upon further investigation by the fse, it was observed that the device failed the defib section of the op check. There was no reported patient involvement/adverse patient impact.